Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they had been having a problem urinating where the urine was holding back. Patient said they didn't know if they are getting a uti. Patient services reviewed how to connect to the implant. Patient was able to successfully connect and therapy was on. Patient services recommended patient follow up with healthcare provider (hcp). Additional information was received from the patient. Patient repeated therapy issues, their problem peeing, and said they had the urge to void however it was difficult to actually start voiding when they were on the toilet. Patient said they were taking antibiotics. Patient said yesterday the physician's assistant suggested to decrease the setting a little to check if that might help however patient said that didn't help, symptoms were even worse. They requested assistance in increasing the setting back to previous setting. Patient services reviewed instructions and patient successfully connected and increased the setting. Patient to monitor symptoms and was redirected to follow up with their urologist. Additional information was received from the healthcare provider (hcp). The patient did not have an infection. They said no recent antibiotics were given, but they will treat with antibiotics if there is a uti. The patient did not experience retention or catheterization prior to the device and their retention has not worsened as a result of device/therapy. The issues were resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that in the last couple of weeks, they'd been finding that they've been having difficulty urinating again. Patient stated it seemed a little more severe than usual where it felt like they needed to "ease up" so they could urinate more freely. Patient stated it felt like how it would sometimes feel when they had a uti but they adamantly insisted they didn't have a uti this time. Patient had called to request assistance in bringing their stimulation down because they stated that the symptoms they were experiencing now were the opposite of what they usually experienced. Patient services reviewed the role of patient services and the health care provider (hcp) with the patient and walked the patient through connecting to their implant settings. The therapy was on. Patient decreased the stimulation a little and is to monitor their symptoms. Patient to follow up with hcp if this didn't resolve the issue. Patient may ask hcp to try a different program at that that point and may call back for assistance in making a change.